Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Aic3499 became unresponsive to p-level changes during ECMO de-cannulation. After changing the p-level from 2 to 4, staff reported a brief period where the controller screen went blank. When the screen returned, it was stuck on the home screen with the heart pictograph visible but completely unresponsive to buttons or the roller knob. The issue was resolved by swapping the pump to controller ic3498. The original controller (aic3499) was removed from service and is awaiting return.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp. The patient was started with immediate underfilling of the left ventricle and laminar aorta. The decision was made to escalate to veno-arterial extracorporeal membrane oxygenation and maintain the impella cp in place. The patient was successfully cannulated with the impella cp and was maintained at p-4. Frequent ectopy and pulse pressure of approximately 60 millimeters was reported with sinus, narrowing pulse pressure and laminar flow with ectopy. The plan was to wean pressor support as tolerated. The next day, a sudden impella in aorta alarm at p2 occurred. The doctor repositioned the pump at bedside. Inflow went from 79 centimeters (cm) to 83 cm to av annulus remaining shallow at around 2.5 cm but this was due to the patient's left ventricle and aorta anatomy. The pump flows and waveforms improved with this position change and pump in aorta alarm resolved. The patient's outcome was stable.

Manufacturer narrative:
B3 revised date of event as it was reported incorrectly on the initial report that was submitted. B5 revised event description as it was entered incorrectly on the initial report that was submitted. B7 added information as it was omitted from the initial report that was submitted. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D6a revised implant date as it was reported incorrectly on the initial report that was submitted. E10. Added as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings and investigation conclusions were revised as they were reported incorrectly on the initial report that was submitted as the investigation had been completed. H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. Related report number was added. H11 revised additional manufacturer narrative as the investigation results were available and were omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned. Supraventricular tachyarrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was patient condition related since positioning issue was due to the patient's left ventricle and aorta anatomy related.